Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 315 mg/dl with an unknown cause. Reportedly, bg level caused dizziness and disorientation. Bg was treated via correction bolus and manual injection. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.